Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in (B)(6) 2015 ((B)(4), awareness date 07-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer reported she got essure put in and it was extremely painful they had to open a second kit because the coil they tried to put in one of her tubes bent and could not be used. It was more painful than labor. She was scared to be put to sleep that was why she chose to go with essure. Now she will end up having to be put to sleep for a hysterectomy. The pain that she had to deal with daily was crazy. Her periods were extremely heavy and painful. Her hair was constantly falling out. She had a huge swollen stomach. She had headaches every day. Product technical complaint investigation result was received on 24-oct-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she have to deal with a crazy daily pain. This event, interpreted as pelvic pain, is serious due medical importance and required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, the insertion was very painful. A coil bent in one of her tubes and could not be used and a second kit of devices had to be opened. Then, she had to deal with this crazy and daily pain. Considering implied temporal relationship and event's nature, causality with essure use cannot be excluded since an intervention was required (hysterectomy) this case is regarded as incident. Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.